Event description:
It has been reported that the device was not able to accurately analyze and record the EKG monitoring of a patient and error appeared on the screen. There are no known consequences or impact to the patient.